Event description:
It was reported that 6 weeks after the patient had an inflatable penile prosthesis implanted, the pump did not work and the patient was unable to activate the pump. The patient returned 6 weeks after the surgery for consultation. The surgeon provided additional training to the patient. The physician instructed the patient how to properly inflate and deflate the implant. After a problem with using the pump, the physician requested assistance from the manufacturer's representative who also attempted to solve this problem. Unfortunately, the pump did not work after further actions. The recommended troubleshooting techniques for the ms pump post surgery were attempted. The pump was held with the left hand so that it cannot slide. With the right hand the deflation button was squeezed to refill the pump bulb. The pump was then reactivated with a hard, quick squeeze of the pump bulb. The thumb and forefinger were used to compress the pump. After pressing the pump, it stuck. The device is expected to be revised.